Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 66-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the pump was removed, an extravasation from the vessel was visualized. A balloon tamponade was performed with addition of IV protamine. The bleed improved, but was still present, so manual pressure was held and a covered stent was placed. Stent deployed and patient stabilized with extravasation at site no longer present.

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed since the original report was filed. The device was not returned for investigation. Based on the clinical information provided, the most likely cause of the peripheral vessel vascular damage was patient condition.